Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The customer contacted the product support engineer (pse) and discussed troubleshooting per the manual. The biomed reported that the harness was reconnected and the initial report of alarm failure was resolved. The issue was resolved without any part replacements. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is failing with a check vent primary alarm failed error. There was no patient involvement at the time the issue was discovered.